Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2012.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2011. (B)(4).

Event description:
Per the clinic, the patient developed an open area in the skin at the posterior aspect of the device. Treatment with a course of oral antibiotics did not resolve the issue resulting in the decision to explant the device. It was also reported that the patient experienced poor performance with the device despite reprogramming efforts. The device was explanted (B)(6), 2011. Reimplantation is planned but had not taken place at the time of this report, (B)(6), 2011.